Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance respectively in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4l/min. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. The IFU of this product does have the instruction as follows: measure blood gases and make necessary adjustments as follows. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returne to manufacturer

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: persistently poor pco2 (>7.5kpa) despite increase in fio2 and sweep. Patient was estimated to require 4l. An additional oxygenator was put into circuit and ran 1.5l through and 4l through new dialyzer. Pc02 clearance improved. It was reported that the patient was not harmed.